Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with tumescent infiltration pump. The customer stated that during infiltration, the petal remains stuck; therefore, rn has to turn unit off, then on to restart infiltration. No medial intervention or pt injury.

Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.